Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing broke in half with no pulling when threading into pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing broke apart, and returned 20 representative, unopened samples of material 2426-0007, lot 24085359. Upon initial visual examination, two of the sets verified the complaint of separation at the lower fitment, and the other 18 samples had no defects or abnormalities. The two failures were examined under a microscope, and insufficient solvent was found on the tubing. The manufacturing site found the root cause for the separation at the lower fitment to be related to incorrect insertion of tubing to the solvent dispenser. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.